Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the laser markings were fading. Functional testing was performed, and it was noted that the claws of the lobster claw did not ratchet and close the claws as required. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage in the field.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/06/2024, a sales representative reported via sems-(B)(4) that an ar-8943-23 lobster claw stopped ratcheting during a clavicle fracture. The clamp was unable to hold on to the bone and could not be used. The case was completed successfully without the clamp. Nothing broke inside the patient. This was discovered during a clavicle fracture procedure on (B)(6) 2024, with no reported patient harm.